Event description:
Customer is getting lines across the display when he applies blood. A review of the system was performed over the phone. This review indicated that segments were displaying erratically. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.